Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event occurred while a male pt was in the cath lab. A sheathless (B)(4) was inserted by the md via the femoral artery without problems. After insertion, bleeding was observed at the insertion site. As a result, the md removed the intra-aortic balloon (iab). The md then inserted the teflon sheath and tried to advance the same iab (which was already used) through the sheath. The iab was unable to advance and therefore removed. The md proceeded with a new (B)(4) because there was not another 40cc available. The iab was inserted through the same sheath with success. The delay or interruption of therapy did not cause harm to the pt. There was no report of pt death or injury. The pt outcome is the pt is alive with no complications. The sales rep explained to the customer not to insert a used iab again and also to keep the complaint device next time.